Event description:
It was reported that during a lobectomy procedure, the device jaws would not work causing the device to partially staple and cut. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.